Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. The staff was unable to loosen the luer locks of the dual applicator to attach the laparoscopic tip. Another dual applicator was pulled from another device box complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? What is the lot number? Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? How many times have they applied the laparoscopic tip? Was a sales representative present during the case when the issue was experienced? Was any leakage or product solution observed at the luer locks connection? Were there any unexpected outcomes or complications as a result of the event? Are there pictures of the damaged device available?

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the following observations were made by inspecting the returned device: 1. There are light tool marks on the grey luer locks. 2. However, the tip can be easily removed from the adapter as shown in. Conclusion: the returned device is functional as designed. Although user tried to manipulate the device with a tool, the device was not damaged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information d9, h3, h6. Medical device problem code.